Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance on both the pacing lead impedance and high voltage lead impedance. It was suspected that it may have been due to clavicular crush. On (B)(6) 2017, the lead was capped and replaced. The procedure was completed successfully with no adverse consequences and the patient was stable post procedure.